Manufacturer narrative:
Lumenis contacted the user facility to request additional information;. According to the information the system displayed error 171, - mirror motor error, an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 16-aug-2020 and installed at the customers 20-oct-2020. A lumenis service engineer visited the site after the reported event. The engineer replaced the servo mirror motor and after testing the system it was returned to the facility having met manufacturer's specifications. A review of subject device product risk file ((B)(4)) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. A two year historical review of similar complaints revealed that the same issue of servo mirror motor failure has not led to serious injury in the past. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. Gso expert determined the root cause to be the servo motor, it is not a common issue with this system. As a result, no further corrective actions are necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a lithotripsy stone removal procedure in which a lumenis pulse 120h laser was being utilized, the system showed the error code. Unable to continue with the system an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.